Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's pacemaker exhibited undersensing which led to pacemaker mediated tachycardia (pmt) episodes causing the patient to have an arrhythmia. No intervention was performed. The patient had no adverse consequences due to the event.